Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp escalated to an impella 5.0 for a patient admitted in with cardiogenic shock and cardiomyopathy. The impella 5.0 was placed but the patient expired after just two hours. The impella 5.0 had low flows and there was an observation made of a left ventricle clot. Of note, the facility used an expired pump. The expiration date on the packaging was 12/2023 but the pump was used in (B)(6) 2024. Upon review by abiomed's medical safety officer, there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Low pump flow: after pump implant, several alarms with impella outlet blocked alarm. One day prior to pump implant, thrombus was noted on the tee. The pump was not returned. Data logs were not recovered. The cause of the low pump flow was not determined since product was not returned, data logs were not recovered, and insufficient clinical details. Thrombus: 1 day prior to pump implant, thrombus was noted on the tee. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency). ¿relevant laboratory test results, such as coagulation profiles and platelet counts. ¿imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. ¿any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). ¿medications or treatments that the patient was receiving at the time of thrombus formation. ¿surgical or procedural details if applicable (e.g, cardiac catheterization). ¿any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). ¿presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. ¿response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.